Event description:
It was reported, the port had been implanted for 1-2 years before the catheter was found separated. The port was surgically removed and a separate procedure was used in the cath room to remove the catheter.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.